Event description:
Implant failed because it was dropped. The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to osseointegrate.